Event description:
In this event it is reported that a patient during the use of neocolloid ll busta 500 g. Experienced during the procedure nausea and gagging. The patient was first reassured, and an alternative impression method (intraoral scanning) was arranged promptly, allowing the impression procedure to be completed smoothly.

Manufacturer narrative:
Since this event resulted in medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the malfunction would be likely to cause or contribute to a serious injury should it recur. As such, this event meets the definition of a reportable event per 21 cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.